Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver had a compressor malfunction alarm that occurred 2 minutes after the patient was switched to the driver. The customer also reported that the companion 2 driver exhibited decreased fill volumes at the same time of the compressor alarm. The customer also reported that the patient was switched to backup driver (B)(4) and continued to display decreased fill volumes. There was no reported adverse patient impact. The customer also reported that the patient fill volumes returned to normal after 48 hours. This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited a compressor malfunction alarm and decreased fill volume display, it did not prevent the driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR.